Event description:
Info received indicates the hi/low function is drifting down.

Manufacturer narrative:
After cleaning the hi/low drive brake assembly, the tech replaced the hi/low motor to repair the bed.